Event description:
Device malfunction: none. Symptoms/ae: pseudoaneurysm, infection, death. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the common femoral artery, after an interventional procedure. Reportedly, at an unspecified time later, the pt developed redness, inflammation and a pseudoaneurysm at the access site. The pt was brought to surgery in 2007, where the pseudoaneurysm was surgically repaired and a vein patch implanted to repair the artery. During surgery it was noticed that the area was infected; the wound cultured positive for mrsa. The pt was given IV vancomycin to treat the infection and discharged to home. Twelve days later the pt expired. The cause of death is "believed to be related to the vein patch becoming infected and having "blown out," causing internal bleeding." Though requested, no additional info is available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.